Event description:
It was reported that the user received teflon infusion sets from a distributor instead of the steel sets they typically used and experienced difficulty attaching them, incorrectly deploying a total of five infusion sets. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect deployment of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.